Event description:
Caller activated this pod before bed and b/g level was 170. In the morning her b/g was high (over 500). Caller removed pod and activated a new pod. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed a component to move resulting in damage which prevented the plunger from advancing. The user is instructed in the user guide to frequently monitor their bg level. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.